Manufacturer narrative:
The patient in the pacu required support with breathing. The crna requested a bag valve mask and received a hyperinflation. After hooking up the oxygen the crna attempted ventilation and noticed the bag leaking. On inspection, the inflation bag had several small cuts that prevented good ventilation. A replacement was quickly obtained, and the patient was treated without harm. This would delay therapy the complaint of the bag was leaking air (and had several small cuts). Regarding part number hs4011 /lot 220800081 was unable to be confirmed. There was no returned product, pictures or video to evaluate. The device history record (DHR) review showed no abnormal processing issues noted related to this complaint during manufacturing. Generally, visible cuts can be detected during the visual inspection which is a 100% check; however, very tiny cuts may escape this inspection. There were no "cut" issues mentioned in the DHR for this complaint lot. A risk assessment was performed, and the ultimate risk was determined to be medium which does require reporting to the CAPA review board; the CAPA was entered in the CAPA escalation log. There has been one (1) other complaint ((B)(4)) regarding the same part and similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends. UDI related data quality updates.

Event description:
The bag was leaking air. The patient in the pacu required support with breathing. The crna requested a bag valve mask and received a 1l hyperinflation system + manometer from ventlab (sunmed). After hooking up the oxygen the crna attempted ventilation and noticed the bag leaking. On inspection, the inflation bag had several small cuts that prevented good ventilation. A replacement (same product) was quickly obtained and the patient was treated without harm.

Event description:
The bag was leaking air.   The patient in the pacu required support with breathing. The crna requested a bag valve mask and received a 1l hyperinflation system + manometer from ventlab (sunmed). After hooking up the oxygen the crna attempted ventilation and noticed the bag leaking. On inspection, the inflation bag had several small cuts that prevented good ventilation. A replacement (same product) was quickly obtained and the patient was treated without harm.

Manufacturer narrative:
The patient in the pacu required support with breathing. The crna requested a bag valve mask and received a hyperinflation. After hooking up the oxygen the crna attempted ventilation and noticed the bag leaking. On inspection, the inflation bag had several small cuts that prevented good ventilation. A replacement was quickly obtained, and the patient was treated without harm. This would delay therapy.